Event description:
It was reported that during device change out it observed that the parylene coating had peeled off of the device and had become intertwined with tissues. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.